Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: lo (less than 0.6 mmol/l), 8.3 mmol/l , and hi (greater than 33.3 mmol/l). No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer did not know which lot produced the erroneous results. Reference medwatch report with patient identifier (B)(6) for the other suspect device.